Manufacturer narrative:
PMA/510(k) # k163018 device evaluation as per (B)(4), rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it was created from the attached post market study complaint form. Manufacturing records review prior to distribution all zilbs-635-10-6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label it should be noted that the instructions for use IFU (B)(4) states the following: ¿contraindications ¿ contraindications include those specific to ercp and any procedure to be performed in conjunction with stent placement. ¿ any use other than that specifically outlined in the intended use section of this booklet.¿ the instruction for use also states: "after stent placement, alternative methods of treatment such as chemotherapy or irradiation may increase the risk of a) stent migration due to tumour shrinkage, b) stent erosion of the tissue, and/or c) mucosal bleeding". It should also be noted that the IFU lists liver abscess as potential adverse events. There is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause of off label use was determined. It is known from the information provided that the patient had cholangiocarcinoma, prior hepaticojejunostomy. A hepaticojejunostomy is the surgical creation of a communication between the hepatic duct and the jejunum. This would be considered an altered anatomy and the use of the device in an altered anatomy is considered off-label use. Secondary to the off label use, it is known that the patient was receiving chemotherapy at the time of the stent placement and ended chemotherapy in (B)(6) 2019. The stent was placed in (B)(6) 2019 therefore the patient would have received chemotherapy after the stent placement which goes against the warnings section of the IFU. It is possible that the use of chemotherapy would have impacted the patients immune system therefore making it harder for the body to fight against infection. Also, as previously noted the instructions for use list liver abscess as a potential adverse event associated with the device. As per (B)(4) section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation the complaint was raised via an observational post market study. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient experienced abscess at implant site 78 days post procedure. The patient required surgical intervention for stent removal and replacement. Investigation findings conclude a definitive root cause of off label use was determined. Using the device in an altered anatomy is considered off label use and we cannot determine how the devices will perform outside of their validated stated. This off label use combined with the user error of the use of chemotherapy after stent placement and liver abscess being a known potential adverse event associated with the device all contributed to the liver abscess at the implant site. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-nov-2023.

Event description:
As reported to customer relations via observational post market study complaint form "implant site (biliary stent); abscess at implant site. (Dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency) q3: implant site (biliary stent); abscess at implant site; q5: device / procedure: possible; prior stent failed access to left intrahepatic biliary, pre-existing: cholangiocarcinoma, q7: no. Note implant site (biliary stent); abscess at implant site. Note: 78 days post-procedure. Note: ae1. Patient received chemotherapy after device placement. Patient outcome: status: resolved; treatment: surgical, stent removal & replacement, death: no. Patient/event info - notes: no manufacture additional questions to be asked as this is a pmcf study complaint.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.